Manufacturer narrative:
The product is believed to have remained in situ, and therefore is not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this item. Review of device history records found an unrelated deviation during the manufacturing process. The nonconformance was: inclusions were found on one piece, it was scrapped. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient had an initial left oxford knee procedure on (B)(6) 2007. The patient reported an ongoing condition of alzheimer's on (B)(6) 2012 making patient totally immobile. Patient expired on (B)(6) 2013 due to unknown causes with implants believed to be in situ.